Manufacturer narrative:
A medtronic representative reviewed the logs and noticed that the image acquisition system (ias) was not given enough time to fully boot-up and connect to the mobile view station (mvs) and pac scan. The umbilical cable was connected and disconnected within 30 seconds before restarting the system. It was recommended to allow the ias and mvs enough time to fully boot up until the ias goes into the 2d mode before disconnecting the umbilical cable to move the system.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) and mobile view station (mvs) for the system were unresponsive in "initializing please wait". Re-seating the umbilical cable did not resolve the issue. Site rebooted both the ias and mvs and re-seated the umbilical cable. After this the system was fully functional. Able to capture 2d and 3d images without issue. There was no patient impact and a delay to surgery of 5 minutes.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.